Manufacturer narrative:
The actual device has been returned and evaluated. The reported complaint was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time. Should additional information become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair pre-testing the motor device had a " loose motor, high rotations per minute (rpm), high decibels and a loose connector on muffler ". The device was not used in surgery as the reported condition was discovered during testing. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.